Event description:
It was reported that the insulin pump is not delivering the proper amount of insulin. The insulin pump alarmed button error. After the troubleshooting, during the evening the customer's blood glucose dropped to 34 mg/dl due to insulin pump over delivering insulin. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent up button response due to corroded keypad up keypad traces. No button error alarm, audio/beep or scrolling numbers anomaly on their own noted. All operating currents are normal. No unexpected low battery, off no power or battery out of limit alarm noted. The insulin pump functioned properly during rewind and basic occlusion, occlusion, prime, the excessive no delivery and displacement test. No excessive no delivery alarm noted.